Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle sleeve is falling off. 3 occurrences. There was no report of user impact. The following information was provided by the initial reporter: customer is reporting safety shields slipping on product 368607, lot 2066324.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle sleeve is falling off. 3 occurrences. There was no report of user impact. The following information was provided by the initial reporter: customer is reporting safety shields slipping on product 368607, lot 2066324.

Manufacturer narrative:
Device available for eval? Yes. Returned to manufacturer on - 01-aug-2022. H.6 investigation summary: bd received 2 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for defective locking mechanism with the incident lot was observed in one of the samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.